Manufacturer narrative:
The reported 72202468 fast-fix 360 curved needle delivery system, used in treatment, has been returned for evaluation. Visual assessment showed a bent delivery needle. Depth limiter was cut to the surgeon desired length. A cut suture was returned. No implants were returned. Per the device instructions for use under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Do not push the deployment slider twice or the second implant will deploy prematurely¿. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation.

Event description:
It was reported that during a meniscus repair, the t2 fall off. The procedure was successfully completed without significant delay using a s&n back-up device. All the t's were removed from the patient. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.